Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the implantable cardiac monitor (icm) exhibited noise. The icm was removed and replaced. The patient was in stable condition.